Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart and pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and noticed that they received unexpected restart alarm again. Device will return for analysis.

Manufacturer narrative:
Insulin pump passed self and unexpected restart error test. No unexpected restart alarm and external ram crc error alarm noted. Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.